Event description:
The customer biomedical engineer (biomed) reported a hospital-wide network outage affecting their philips information center ix (pic ix) system. The device was in use on a patient. There was no report of patient or user harm.